Event description:
It was reported that there was ventricular tachycardia episodes noted on the lead due to oversensing. It was reported that the episodes had ventricular safety pacing possibly due to crosstalk. The ventricular tachycardia monitor was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.